Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by correction bolus via pump.